Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 ultra valve in a pre-existing surgical valve, there was moderate central aortic insufficiency (ai) after the pre-existing surgical valve frame was fractured with a non-edwards balloon. The patient was stable. A decision was made to implant a second valve. There was an upsize in valve size and a 26mm sapien 3 ultra valve was implanted. Post deployment, the patient was doing great. There was no leak and no complications.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibits central regurgitation was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, "there was moderate central aortic insufficiency (ai) after the pre-existing surgical valve frame was fractured with a non-edwards balloon. The patient was stable. A decision was made to implant a second valve." In addition, it was noted that a 25 mm non-edwards balloon was used to fracture (or post-dilate) the 23 mm transcatheter heart valve (thv) in the pre-existing surgical valve. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. In this case, available information suggests procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.